Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a damaged board. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a damaged board. There was no harm or injury reported. During the evaluation of the device at third-party service center, a vent service required error code concerning the battery and a ventilator inoperative error code were observed. The device's detachable battery was replaced to address the the vent service required issue and the system board was replaced to address the ventilator inoperative issue.